Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the pump fell to the floor, the touchscreen cracked and fell out. Pump was unresponsive. Customer's blood glucose was 150 mg/dl. Reportedly, customer reverted to another pump for insulin therapy.